Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from the manufacturing representative and the health care provider (hcp). The patient experienced redness, swelling, and yellowish drainage around the pump site. It was unknown what diagnostics were performed. The cause of the infection was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (50 mcg/ml) at 32.955 mcg/day via an implantable pump for non-malignant pain. The patient's medical history and concomitant medications were not reported. The pump was removed (B)(6) 2015 due to infection. Additional information has been requested regarding symptoms related to the infection, diagnostics performed, and the cause of the infection, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.